Event description:
Clinical study it was reported that 2 days after a coronary artery drug leuting stenting procedure the pt experienced a stent thrombosis (st), myocardial infarction (mi) a target vessel reintervention (tvr) and expired. A taxus liberte' drug eluting stent was placed in the target lesion in an unk vessel. 2 days later the pt experienced a st in the left anterior descending artery, which is stated at the target vessel. The pt also experienced a q-wave mi and required a tvr. The physician successfully performed balloon angioplasty on the lad. The pt expired that same day. In the opinion of the physician the relationship of the st, mi, tvy & pt death are possibly related to the liberte' stent. This product is only ous approved but it is similay to a marketed us device.